Event description:
Patient had an endeavor sprint otw drug-eluting stent implanted in the lcx during the index procedure. Approximately 2 months post procedure the patient suffered a gi bleed. A diagnostic work-up was performed and the patient was discharged on the same date without any further treatment. The investigator assessed that the event was not related to the study device. Patient is reported to have recovered without treatment. Approximately 10 months from the index procedure the patient underwent revascularisation of the 1st obtuse marginal branch. The lesion was stented with endeavor sprint over the wire stent. The investigator deemed this event was reported to be not related to the study device. It is reported that approx. 14 months post index procedure the patient suffered a gi bleed and required hospitalization, medication and a transfusion. Investigator has indicated that event was not related to study stent. It is reported that the patient recovered with treatment. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (hemorrhage).

Event description:
Additional information received conveyed that following the previously reported gi bleed, two (2) colonoscopies were also performed.